Event description:
Per the clinic, the patient experienced a skin breakdown at the implant site which resulted in the implanted device being exposed (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (duration not reported). This report is submitted on february 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.